Manufacturer narrative:
A ge service rep performed an on site investigation. The sram was replaced and the setting were reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system locked up at boot up and the vertical lift column would not work. No pt injury was reported.